Event description:
Quality check (qc) was run on the stago analyzer at 3:00am and was in range. At 11:00am, qc was done and was out of range. Troubleshooting was then started, hotline was called. It was determined that a leaking syringe and o-ring were causing the problem. The syringe and o-ring were replaced. Qc was repeated and still out of range. Hotline was called again, a different syringe and o-ring were replaced, qc was then repeated, and qc was in range. During the trouble shooting, the other stago analyzer was brought up with new reagents, and qc was run and in range. Patient testing was then started on that analyzer. The lab then started retesting of all previous samples from 3:00 am to 11:00am to determine if any erroneous results had been reported. Most partial thromboplastin time (ptt) results were outside of the allowable range of change (15%), as well as 2 d-dimer results, and 7 pt results. All corrected results were phoned to physicians or floors.